Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified graft anastomosis. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was removed from the patient's body and the procedure was completed with another of same device. There was visible pinhole noted on the device. No patient complications were reported and patient's condition was good post procedure.